Event description:
It was reported that the right ventricular (rv) lead exhibited non-sustained noise oversensing. Programming changes were discussed, but not performed. There were no patient consequences.